Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3720/8479730, tgt3720/8479731). It was reported that paraparesis on right lower limb was revealed after the procedure. The physician treated the patient medicinally. On (B)(6) 2011, in six-month follow-up study, the paraplegia remained. Medication was continued. On (B)(6) 2011, the patient was discharged. After that, the patient was not able to contact the medical institution. Follow-up was aborted. No further information is available.